Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that an alarm was heard and confirmed by telemetry. Eos (end of service) and reset both occurred. The eos was expected. It was unknown when the issue occurred. Pump interrogation showed a terminal event had occurred, "schedule to replace pump by: (B)(6) 2095." The hcp mentioned that the patient was a "druggie" and had not been following up with the hcp recently. It was reviewed with the caller that the pump would have likely reached eos on/around (B)(6) of 2018 based on implant date. It was then reviewed to consider scheduling a pump replacement. There were no symptoms reported. There were no further complications reported/anticipated.